Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A field service engineer (fse) addressed an issue with half height matrix drawer 2.2 not sensing closed by adjusting the latch catches on both sub-drawers. After testing, the station was confirmed to be fully operational and verified by the registered pharmacy technician. Hardware test application diagnostics passed, and the registered pharmacy technician was able to access the system multiple times successfully. A visual inspection was performed, and all bus cable connections were checked and secured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the customer cannot open the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.